Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable elecsys pth immunoassay (pth) result for 1 patient sample and a questionable elecsys ca 15-3 ii assay result for 1 patient sample test on a cobas 6000 e 601 module. Of the data provided the pth data for 1 patient sample was a reportable malfunction. The initial pth result was 0.99 pmol/l. The sample was retested on the same analyzer with a result of 11.51 pmol/l. The same patient sample was retested a second time on (B)(6) 2018 with a result of 11.15 pmol/l. The customer stated that all other samples that were pulled for repeat testing matched the original result. Specific results were not provided. The erroneous results were not released outside of the laboratory. The customer deemed the retest result to be correct. There was no adverse event. The pth reagent lot was 26051103 with an expiration date of 31-dec-2018. The field engineering specialist found a bent bead mixer and a dirty sample probe. He straightened the bead mixer and cleaned the sample probe. The customer was able to run calibration and qc without issues. The services actions resolved the issue. The customer confirmed that there have been no further issues.